Event description:
The customer complained that qc results for ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module were outside of the acceptable range. The customer re-calibrated and ran qc again which was within the acceptable range. Due to this, the customer pulled an unspecified number of patient samples that had been run prior to qc being outside of the acceptable range on (B)(6) 2018 and had been reported outside of the laboratory. The customer provided specific results for 4 patient samples. Based on the data provided, the na results for 1 patient were discrepant. The initial na result was 133 mmol/l. The repeat result was 140 mmol/l. The repeat results were believed to be correct and were reported outside of the laboratory as corrected results. No adverse event occurred. The na electrode lot number and expiration date was not provided. The field service representative (fsr) visited the customer site and did not identify any issues. The ise pathway was checked and calibration and qc results were within system specification. The fsr was unable to reproduce the customer's issue. The customer performed monthly maintenance on the system and has not had any further issues. From the data provided, the customer's centrifugation time may not be sufficient. Based on the low results the customer received, the patient sample may have been mis-sampled due to poor sample quality. The investigation was unable to determine a definitive root cause.